Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek dilatation catheter noted blood visible on the shaft and on the balloon, which is consistent with the device being advanced inside the patient. There was also crystallized contrast visible in the inflation lumen and the balloon, which was tightly-folded. This suggests that the device was prepared for use, but was not able to be pressurized as reported. A new indeflator was used in an attempt to pressurize the catheter, but the balloon would not inflate due to the dried contrast noted. Therefore, after the device was soaked overnight to dissolve the contrast, another attempt was made to inflate the balloon and the analysis confirmed the reported complaint as fluid leaked from two small tears in the distal end of the balloon, 2 mm distal to the distal marker. Additionally, there was a scratch visible on the outer surface of the balloon adjacent to the tear. Factors that can contribute to tears in the balloon include, but are not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. It was reported that the lesion was not tortuous or calcified, which suggests that the patient anatomy did not contribute to the reported difficulty. However, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. It is possible that the balloon interacted with accessory devices used during the procedure such that it became scratched and torn, causing it to leak upon inflation, however, this cannot be confirmed. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the information received with this complaint and the analysis of the returned product, the reported failure to inflate/leak appears to be related to the tear in the balloon. Although a definitive cause for the tear in the balloon and noted damage cannot be determined, there does not appear to be any indication of a quality deficiency associated with the product. All dilatation catheters are visually inspected for damage and leak tested online during the manufacturing process. Additionally, a sampling of units is also destructively tested to verify catheter shaft integrity, rbp and balloon integrity.

Event description:
It was reported that during a procedure the 1.5 x 12 mm trek balloon catheter was being inflated but the balloon could not be pressurized and a leakage was observed; the location of the leak was not known. This was the first inflation attempt. There was no reported patient effect. A second trek balloon catheter of the same size used for pre-dilatation followed by a xience v stent deployment. There was no reported adverse patient effect. There was no additional information provided.